Event description:
It was reported that a leak was observed from the tubing, during initial priming. Upon close inspection, it was noted that there was a crack in the tubing approximately (2) inches from the y-site. There was no patient involvement.

Manufacturer narrative:
The customer¿s report of a leak was observed from the tubing during initial priming and it was noted that there was a crack in the tubing was confirmed during visual inspection of the primary set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the drip chamber and entire length of tubing. No functional testing was performed due to the observed crack/cut on the tubing and the leaking that would occur. The root cause of the crack/cut in the tubing was not definitively determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a leak was observed from the tubing during initial priming. Upon close inspection, it was noted that there was a crack in the tubing approximately 2 inches from the y-site. There was no patient involvement.